Manufacturer narrative:
The cycler alarmed appropriately to the air in the circuit. The disposable cartridge was not available for eval. The source of the air alarms cannot be determined. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. Attempts to troubleshoot the alarm were unsuccessful. Treatment was ended without performing rinseback due to visible air, resulting in an estimated blood loss of 205cc. No medical intervention was required.